Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse identified that the issue was water contamination based on signal errors generated for water contamination. The fse replaced all necessary parts and decontaminated the instrument. The qc was run and was within acceptable limits. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample and reported. The physician questioned the result and the patient was redrawn. The result for the redraw sample was negative. The customer retested the initial sample on a different instrument and the result was negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.